Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was experiencing intermittent stimulation which started about six months ago. Patient also states stimulation can be positional and is feeling pain at the ipg site. No known accident or incident related to the event. Patient reports she had some burning at the ipg site about a year ago and it seemed to resolve itself on it's own. Now she feels burning again when stimulation is turned on. Medtronic representative reports the impedance measurement on the electrodes in use are within normal. A couple electrodes are in the 1800 ohms range but those are activated. Current battery level is at 2.935v. Recommendations included reprogramming, x-ray of the lead/extension and ipg area. Additional information has been requested and if received, a follow up report will be sent.